Event description:
Patient reported obtaining a blood glucose result of 377 mg/dl, while using the suspect device. Patient stated that, 1.5 hours later, she sought treatment at physician's office. Patient indicated that blood glucose, when tested on physician's device, measured 105 mg/dl. Patient immediately retested, using the suspect device, and obtained a result of 268 mg/dl. Patient noted that an additional comparison was performed, 5 minutes later: patient's device result was 263 mg/dl and physician's device result was 112 mg/dl. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.